Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted approximately six weeks after it was implanted due to infection. The patient received a replacement ipg system three days later. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that persistent ipg pocket hematoma and infection and continued drainage, the wound failed to heal despite intravenous antibiotic therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.